Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 1 month. The pump remains in place supporting the patient. Although the report of low flow hazard events was confirmed through the evaluation of the submitted system controller log files, a root cause for these events could not conclusively be determined through this evaluation. The patient reportedly has a piece of myocardial tissue that almost completely obstructs the inflow cannula during systole. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had frequent low flow alarms, which were confirmed via review of the log file. An echocardiogram revealed a piece of myocardial tissue that almost completely obstructed the inflow cannula during systole. The low flow events were thought to be not associated with any of the patient's activities and the patient was well hydrated. It was stated that the patient felt great and was completely asymptomatic. A right heart catheterization was performed and looked good. There are reportedly no interventions planned for the patient at this time.